Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found a self-test leak alert in the logs that was accepted by the customer. Per the operator¿s manual, an alert identified in self-testing indicates that the ventilator or an associated component is defective. A defective ventilator or associated component should be repaired before the ventilator is returned to service, unless it can be determined with certainty that the defect cannot create a hazard for the patient, or add to the risks which may arise from other hazards. The se indicated that the reported issue could not be duplicated; there were no indications that the unit had loss of cycling issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator stopped cycling. Although requested, the patient outcome and additional details of the event have not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: no patient harm was reported.